Event description:
It was reported that during device change out due to eri, externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead will be monitored.

Event description:
New information notes that oversensing of noise was observed. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.